Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and identified the sample inner wash valve was the cause of the failure. The fse replaced the sample inner wash valve which resolved the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported the au480 chemistry analyzer generated erroneous low patient results for multiple assays which includes ise (ion selective electrodes) sodium (na), potassium (k), chloride (cl), aspartate aminotransferase (ast), bicarbonate (co2), and total bilirubin (tbil). There was no report of change to treatment, injury, or death associated to this event. The customer provided patient data for three (3) patients. The patient demographics was not provided.